Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a bumpy rash. The patient has an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a lotion for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.